Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro catheter and there was high temperature displayed for the qdot catheter on the ngen generator, and the generator was cutting off ablation. The catheter was removed from the body, and it was noticed that the catheter was not irrigating at all. The catheter was replaced, and the issue was resolved. The procedure continued. No adverse patient consequence was reported. Additional information was received. It was reported that no error was noted on pump. The lack of fluid was discovered upon removing the catheter and attempting a flush. The fluid was flushing through the stopcock on the tubing. Once connected to the catheter, they then realized that no fluid was running through the catheter. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation.

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro¿ catheter and there was high temperature displayed for the qdot catheter on the ngen generator, and the generator was cutting off ablation. The catheter was removed from the body, and it was noticed that the catheter was not irrigating at all. The catheter was replaced, and the issue was resolved. The procedure continued. No adverse patient consequence was reported. Additional information was received. It was reported that no error was noted on pump. The lack of fluid was discovered upon removing the catheter and attempting a flush. The fluid was flushing through the stopcock on the tubing. Once connected to the catheter, they then realized that no fluid was running through the catheter. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. Afterward, an irrigation test was performed, and it was found that it was partially occluded. Further investigation revealed reddish material occluding some of the irrigation holes. A manufacturing record evaluation was performed for the finished device 31252095l number, and no internal actions related to the reported complaint condition were identified. Since a reddish material was found occluding the irrigation holes, this failure could be related to the irrigation and temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the reddish material observed could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The temperature issue could not be confirmed during the product investigation. The catheter instructions for use (IFU) contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).